Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow and ok buttons were intermittently unresponsive. It was also noted that the button symbols were showing signs of wear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings:the keypad was found to be torn above the ok button. Evaluation revealed that the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down and contrast button key contacts. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.